Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with bg readings up to approximately 490 mg/dl after treating an earlier low with glucose tablets and juice and after refilling, but not replacing, the insulin cartridge; inspection identified an air bubble in the cartridge, and the user later changed all pump supplies and then the infusion site after coaching. Symptoms included hyperglycemia, fatigue, diaphoresis, and sleepiness. Outcomes included no health consequences in one report and, in subsequent updates, the need for unexpected medication intervention and categorization as a serious illness or impairment. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed evidence consistent with a leakage or seal issue involving the reservoir and improper or incorrect procedure or method during handling or setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.